Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the lcsc5 blade broke off inside the patient. The generator had previously being making error tones. The blade was retrieved and no harm came to the patient. The patient was unaffected by this event. There were no adverse consequences for the patient. Device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.